Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. An investigation was conducted to replicate the reported complaint using a retained freestyle libre 2 sensor. During the investigation, high/low glucose alarms on a samsung device with android 10/fsll version 2.5.3.6373 were successfully received. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported not receiving the glucose alarms after re-installing the librelink application and therefore did not receive a low glucose alarm. On (B)(6) 2021, as a result, the customer had symptoms of hypoglycemia described as dizziness, "loss of strength," and a had a loss of consciousness. A non-hcp provided the customer glucose water for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
In the absence of a physical product, an extended investigation will be performed. A follow-up report will be submitted once additional information is obtained. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported not receiving the glucose alarms after re-installing the librelink application and therefore did not receive a low glucose alarm. On (B)(6) 2021, as a result, the customer had symptoms of hypoglycemia described as dizziness, "loss of strength," and a had a loss of consciousness. A non-hcp provided the customer glucose water for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.